Event description:
The customer contact reported the ground prong was missing on the ac power cord plug. The pump was returned to the biomedical department with an unsigned note that stated, "pump broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong was missing on the ac power cord plug. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).